Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4): product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the inability to aspirate was not determined. No further complication were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 16-oct-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving 100mcg/ml baclofen at 5 6.07mcg/day and 20mg/ml morphine at 16.22mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient was due for a pump replacement and a dye study was done to confirm if the catheter was patent. The doctor was unable to aspirate the catheter for the dye study. It was reported that the patient's therapy had not been as effective over the past few months. It was unknown if the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were reported.